Event description:
It was reported that a malfunction alarm occurred but no notable events happened prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was provided with pump reset information by technical support, although they did not have a charger available and planned to call back to continue the troubleshooting process.